Event description:
A blood clot was seen in the distal end of the IV tubing while the pump was being used to administer normal saline at 5 ml/hr through a femoral arterial catheter. The pt had previously underwent an angioplasty and a stent placement. The tubing with ns was attached to the femoral line following the procedure. It was initially ran at 500 ml/hr for a few minutes per the pump to flush the line. This was performed without incident and then the pump was reduced to 5 ml/hr. Approx 4 hours after the procedure, as the physician was about to remove the femoral line, the clot at the distal end of the tubing was observed. The femoral catheter was removed as planned without incident. There was no ill effect to the pt. It was reported that a blood clot approx 1.5 inches long was expelled from the catheter and IV tubing after it was removed from the pt. Reportedly, the infusion pump did not alarm during the infusion. It is not known how much fluid had been administered. After the occurrence the pump was removed from use and positioned near another infusion pump. It is not known which of these two pump was involved in the reported incident.